Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported customer was hospitalized for high blood glucose on 8/9/2014. Customer had gone through five infusion sets and ended up having to go to the hospital. He noticed a little crimp or bend in the infusion sets. Customer's blood glucose was 640 mg/dl when admitted. Customer had diabetic ketoacidosis. He was back to normal after twelve hours. There were no alarms on the device. Troubleshooting was not done because customer was out of town. Nothing further reported.